Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The reported f-28 alarm was not identified during the performed testing. However, an f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the f-38 alarm was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-28 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.